Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer stated that it required several attempts to close the drawer, and the malfunction occurred when the user was trying to issue the medication. There was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to plunger bent issue. A field service engineer replaced the plungers to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.